Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the obtuse marginal lesion. The patient presented with chest pain. Pre-dilatation was performed with a semi-compliant balloon. After deployment of a 2.25 x 15 mm xience xpedition stent, a dissection was observed at the proximal end of the stent. Another xience xpedition was implanted to cover the dissection. No additional information was provided.